Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cartridge septum was leaking when the customer attempted to load insulin into the cartridge. Blood glucose level was 210mg/dl. A cartridge change was performed resolving the issue.